Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. After all release criteria was met the physician released the closure device from the core wire of the wds. Shortly after the closure device was released the device embolized into the aorta of the patient. The physician used a snare to capture the closure device and remove it from the patient. The patient was then admitted to the hospital to recover from this event. No closure device was implanted in the patient and there were no other complications that were reported to have occurred.